Manufacturer narrative:
(B)(4). The customer stated that the issue occurred about two weeks prior to the report date. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000 ml empty intravia containers were leaking from the lower right-hand corner of the bags. This issue occurred when the technician was filling the bags with an unspecified drug product using an unspecified pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, seventeen companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.